Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The customer reported that the problem was resolved by replacing the suspect device and uninstalling the non-olympus equipment software and re-installing. An assignable cause for the reported problem could not be determined.

Event description:
A user facility reported to olympus that no image was produced with a non-olympus computer and they were unable to capture the image. In addition, it was reported that the error "e402, df not connected" was generated. The problem, as reported to olympus, was identified upon preparation for use. The intended procedure was completed using the same device. There was no patient injury or harm, associated with the problem, reported to olympus.